Manufacturer narrative:
The manufacturer previously reported information in relation to a patient alleging lung cancer. The patient suspected health damage believed to be related to the dreamstation quality issue that occurred in 2021, and an explanation has been requested. The response regarding patient harm was "currently unclear." However, there was a report of medical intervention related to lung cancer treatment. Per report of the event, "the situation is not yet clear, but at least the patient believes there is some form of causal relationship." This report was reassessed on 23 march 2026 and updated to an adverse event. Additionally, the outcome attributed to the adverse event was updated to life-threatening.

Event description:
The manufacturer received information alleging lung cancer. The patient suspected health damage believed to be related to the dreamstation quality issue that occurred in 2021, and an explanation has been requested. The response regarding patient harm was "currently unclear." However, there was a report of medical intervention related to lung cancer treatment. Per report of the event, "the situation is not yet clear, but at least the patient believes there is some form of causal relationship." The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.